Event description:
The patient was admitted for upgrade of his single-chamber ICD to a biventricular device. The patient underwent explant of vvi ICD generator and implant of implantable biventricular ICD. The patient underwent successful extraction of the sprint fidelis lead with the laser, and placement of left ventricular (lv)/coronary sinus (cs) electrode. With angioplasty of coronary vein branch arising off the great cardiac vein, the surgeon was able to place an lv/cs electrode. There were no complications from the surgery and the patient was discharged home the next day.